Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
The consumer via a manufacturer representative reported that their leads had migrated. Prior to the lead migration the patient had been doing great. The lead migration was noted to have occurred on (B)(6) 2016. The patient stood up after going to the bathroom and felt shooting pain down their leg that limited their ability to ambulate. Due to the lead migration the patient experienced significant acute increased pain. Anterior-posterior and lateral x-rays were taken on (B)(6) 2016 which confirmed that one lead had pulled back significantly and the second lead was partially out of the epidural space. Both leads were removed by a surgeon and the implantable neurostimulator (ins) was plugged. The ins remained implanted in the pocket. The leads were expected to be replaced in the future. The patient status was noted to be alive no injury at the time of the report. The patient was implanted for non- malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.